Event description:
It was reported the epg (external pulse generator) was working intermittently. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the initial report, no anomalies were found during functional or bench testing. Analysis did find that the upper and lower cases were broken, one bail cover was broken, the ring cover was broken and contaminated, the lead flex cover was corroded, the battery contacts were compressed and the keyboard was scratched.